Event description:
Two days after insertion of the iab, the physician noticed a leak at a point 1cm from the end of the balloon. As a result of this, the iab was removed. There was no pt complication.